Event description:
It was reported that a spectrum pump was experiencing nuisance upstream occlusion alarms. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.